Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received a button error on a 2 day cruise while hiking on the shore excursion. The customer stated that she was wearing the pump in her bra when it alarmed button error. The customer will be sent a replacement pump.